Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor did not alarm for a low heart rate (hr) on (B)(6) 2022. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported that the intellivue mx800 patient monitor did not sound an alarm for a low heart rate (hr) on (B)(6) 2022. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The philips remote service engineer (rse) spoke to the biomedical engineer and reviewed the logs over the phone. During the call it was noted that the device did alarm, and the nursing staff had silenced the alarm twice. The biomedical engineer requested a technical consultant (tc) go onsite to evaluate the device. There have been multiple attempts to obtain additional information made with no response therefore the alleged problem cannot be confirmed and cause and resolution is unknown.